Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -14.0/1.5/122 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Excessive vault was observed. Lens remains implanted. Reportedly patient is happy.